Event description:
It was reported that a spectrum pump failed downstream occlusion testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) # additional information: d9, g4, h3, h6, h11. H11: the device was received for evaluation. During functional testing," device isn't passing downstream occlusion test after multiple calibration and retesting" was reproduced. Evaluation performed downstream occlusion testing and the device failed with a false downstream occlusion alarm. A review of the history log revealed multiple events of "downstream occlusion!" However, testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty force sensor and tubing guide. The force sensor and tubing guide require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.